Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the asic motor controller, which was replaced along with other components.

Event description:
The handpiece was returned to the MFR for service, and during the eval the device continued to run on its own. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.